Event description:
Device malfunction: entanglement. Time of symptoms/ae: during procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stent procedure, the physician attempted to use the guide wire from the emboshield epd device kit and was unable to pass the filter basket along the guidewire. The physician used a second guidewire and was successful in passing the filter basket into position and deployed it without incident. During an attempt to advance the filter basket further distally, a 4.0 x 15mm viatrac balloon was used. The devices became docked together and could not be retrieved from the vessel. A vascular surgeon was consulted and the patient had a carotid endarterectomy procedure, and removal of the devices. The pt was reported as "doing fine" and was discharged the day after surgery with no complications. No additional information available. Study event.

Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to abbott vascular solutions for analysis and the lot and part number was not reported.